Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus element plus mr ous 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the distal end of the stent were struts were stretched a pulled distally with the first three distal rows stretching over the distal markerband. This damage likely occurred while withdrawing the device from the patient. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14jun2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.75x32mm, concentric, de novo with a significant bend of >45 and >90 degrees was located in the moderately tortuous and mildy calcified left anterior descending artery. Following pre-dilatation with a semi compliant balloon, a 2.75x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.